Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was inoperable since ipg was unable to be charged. Surgical intervention was undertaken where the ipg was replaced, and reportedly effective therapy restored.